Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2024. The patient was discharged on eliquis. Dual antiplatelet therapy was prescribed after 45-days and then aspirin 81 mg. The patient had routine 45-day follow-up computed tomography (CT) scan, and per the physician no thrombus was noted. The patient had a routine one (1) year follow up CT scan, and a large, non-mobile thrombus was noted on the top of the closure device. The patient was placed back on blood thinners.